Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report an out of range signal on (B)(6) 2013. There was no longer an out of range signal at the time of contact with dexcom technical support. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.